Manufacturer narrative:
Age at time of event - 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. Following pre-dilation, a 2.25 x 38mm synergy drug-eluting stent was advanced but failed to reach the lesion. A guidezilla extension catheter was then used as a support but still unable to cross the lesion. When the device was removed, it was noted that the stent was lifted. The procedure was completed with 2.5 x 38mm synergy drug-eluting stent. No patient complications were reported. Synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted to the distal end of the stent with struts stretched in a distal direction. The undamaged proximal crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.